Event description:
It was reported that following a breast biopsy procedure, a non-sterile tissue marker was placed within the pt. There have been no reports of any adverse outcome to the pt and there are no plans to remove the marker coil.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed and it was confirmed that the lot met all release criteria. The device was not returned to the MFR for eval. The MFR has issued a recall notification to the identified customers who have received the affected products. (B)(4) 2013, the MFR notified the (B)(4). District recall coordinator of the pending voluntary recall and gained concurrence of the customer notification letter prior to its distribution. On 01/24/2013 the voluntary recall was initiated. Assessment of procedures and actions identified that personnel deviated from the procedure. The product was not returned to incoming quality control area following a visual inspection.